Manufacturer narrative:
Integra has completed their internal investigation on 08 mar 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation we have observed that the back nut is broken, the coil form is defective (shield is broken), the cable is porous / defective and has interrupted cooling flow. This fault / damage is consistent with the handpiece being over-torqued by the user during reconnecting of the tip due to none or incorrect utilization of the 'torque base'. Also, the coil form was defective and the handpiece cable was porous with interrupted cooling flow. The DHR review has been deemed satisfactory. Date of manufacture: apr-2006. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. No service history was provided in trackwise® by (B)(4) service for c2600 cusa excel handpiece serial number (B)(4), thus a request has been made by a complaint investigator. No trend has been identified. Conclusion: the customer complaint incident ¿handpiece with cracked housing¿ was verified and duplicated and the customer complaint was confirmed. The root cause determined to be over-torqued by the user.

Event description:
It was reported that the c2600 cusa excel 23khz handpiece had a cracked housing. Patient contact, injury or death is unknown at this time. Additional information has been requested.